Event description:
It was reported that during a da vinci procedure, the tip cover accessory broke by the tip and was damaged. It happens very often with the new tip cover. Intuitive surgical, inc. Contacted the initial reporter of this complaint to obtain additional information concerning the reported event and indicated that tip cover broke during procedure and the gray area of the tip cover was not damaged. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a mechanical tear .2240 long. The tear was located on the distal tip of the tip cover. Tear begins at the very tip of the clear portion and extends into the gray ares of the tip cover. There were no pieces missing from the tip cover. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the damage to the gray area of the tip cover found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.